Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: promus element mr ous 3.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent identified damage. Strut rows 14 and 16 from the distal end of the stent were lifted and pulled in a distal direction. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The bumper tip of the device was examined and damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was noted that stent damage occurred. Vascular access was obtained via the femoral artery. The 98% stenosed, 38x3.00mm target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 3.00 x 38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion and when the device was removed, it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.